Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24 ga x 0.75 in prn/ec slm leaked. The following information was provided by the initial reporter: "the patient was admitted to our department with inguinal hernia on (B)(6) 2020 and planned to undergo surgical treatment today. The patient was given preoperative preparation and intravenous in wrenched needle for intravenous infusion, and it was found that there was no heparin cap when unpacking the package. The needle was replaced adr# (B)(4). 2020-07-22 received the sales representative update, the incident description is updated as follows: after went to the hospital to understand, the actual incident was not that the heparin cap was missing, but that there was a crack in the heparin cap of the indwelling needle, and leakage occurred during the infusion process, but the nurse on duty did not take pictures or save the leaking indwelling needle and threw it away. The head nurse did not know it, and the nurse directly reported to the equipment department, causing the reported information to be incorrect. They have already communicated with the department about the products with quality problems and contact manufacturer firstly, and keep the samples."